Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that during cardiomems implant procedure, following sensor deployment, the sensor pulled back to the main pulmonary artery due to the sensor body sticking to the delivery catheter at the distal tip. After inserting a second .018 guidewire, the sensor was able to be bumped to a better position in the left pulmonary artery and the cardiomems delivery system and guidewire were successfully removed. The patient then complained of lower left chest pain. Chest x-ray was normal, but the echocardiogram showed a very slight pericardial effusion. The patient did not require additional treatment or hospitalization and was discharged home the same day in stable condition.

Manufacturer narrative:
No device analysis results are available as the device remains implanted. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.